Manufacturer narrative:
On 05 december 2022, the distributor reported the additional information: the pump history was checked, and it was determined that the pump shutdown while charging. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 400 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.